Event description:
Customer reported the trigger did not have smooth movement when pressed. Technician found the pressure button was stuck. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the technician found the pressure button got stuck. General service was performed and the device returned to the customer on 1/29/2013. (B)(6). Placeholder.